Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin continued to squirt from insulin pump after letting go of the act button due to piston not reversing all the way. Customer's blood glucose was not reported. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime rewind anomaly noted. The insulin pump was programmed with multiple boluses sand all registered properly in the daily totals history and also matched properly with the units left on the status screen noted; no bolus anomaly noted. The insulin pump was received with cracked case at the display window corner and minor scratched display window.